Event description:
A FDA medsun report was received indicating that during set up, the device entered false liver on board mode. Blood was noted to be dripping out of the circuit. Two holes were found in the tubing. The perfusion circuit was replaced and the device was successfully transplanted following perfusion.

Manufacturer narrative:
Device was not retained by the user facility for return and investigation.